Manufacturer narrative:
The technician found the bed was in reverse trendelenburg by 9 degrees and when he operated the bed, he found the foot hi/low drifted when operating from high to low. This was caused by the foot hi/low down valve sticking open. He replaced foot hi/low down valve s-14 to repair the bed.

Event description:
The account alleged a bed in the maintenance shop has the foot hi/low drifting.